Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the patient pack revealed that the right side clip was broken. This damage affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the bag. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient pack was returned to the manufacturer because the clip on the patient pack broke when snapping the clip together. The patient pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.